Manufacturer narrative:
(B)(4).

Event description:
It was further reported that resistance was encountered while the device was crossing the lesion. In addition, the physician removed the device and upon inspection outside patient's body, no peeling of the guide wire coating was confirmed.

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified left superficial femoral artery. A 150cm, 8cm v-18¿ control wire¿ guide wire was advanced to the lesion. However, the device was unable to cross the lesion. The procedure was completed with a non-bsc guide wire. No patient complications were reported and the patient's status was good. However, returned device analysis revealed peeled guide wire coating.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: unit returned in a generic plastic bag and matches with upn provided by the customer. The unit returned has distal end bent, as part of overall visual revision. The visual inspection was performed and the device presents the distal tip bent and the ptfe peeled along the wire. The dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. All the outer diameter (ods) and guidewire overall length were according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).